Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer reports they contacted their health care professional regarding the high blood glucose. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.